Event description:
The patient reportedly fell and experienced loss of lock between the internal device and the external equipment. External equipment was exchanged, however, this did not resolve the issue. Testing of the device revealed it was not functioning. The patient's device was explanted.